Event description:
Boston scientific received information that during a routine in-clinic follow up approximately two weeks post implant, this implantable defibrillation lead exhibited loss of capture (loc) and no sensing. It was reported that a lead perforation was observed. An invasive procedure was performed. The lead was successfully explanted and replaced with another manufacturer's implantable defibrillation lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The lead was returned in two segments, severed 70 millimeters (mm) from the terminal pin. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that there were no discernible set screw marks on the terminal pin, dried blood/body fluid was noted in the lumen, the helix was retracted with tissue entwined in the helix and the proximal end of the distal spring electrode was separated from the lead body insulation. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The lead did not pass the guidewire test due to the presence of blood/body fluid. Laboratory analysis did not confirm the reported clinical observations.